Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Sent: (B)(6) 2015 4:17 pm to: (B)(6) orders; subject: complaint; (B)(6), I just received a complaint from (B)(6) in (B)(6) hospital. It was discovered on (B)(6). Issue; there were (B)(4) patties in a pack instead of (B)(4) patties. This was discovered prior to the case beginning so it didn't cause any problems intra operatively and didn't cause any delay to surgery or have any adverse effects for the patient. (B)(4); size 1.27cm x 3.81cm lot; 375084 expiry; 2018-05 the item was in perfect working order and were disposed of. Any other questions please give me a call.